Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial noise was observed on electrograms from this cardiac resynchronization therapy defibrillator (crt-d). The patient's atrial lead is a competitor product. The signals had the appearance of emi. Boston scientific technical services (ts) discussed this is minute ventilation (mv) chop. Atrial impedances had a few increased spikes to greater than 3000 ohms starting in october of last year. The physician was looking at the x-ray and said the setscrews looked fully down and the lead looked fully inserted. Ts discussed there is a high impedance that is leading to the mv signal being sensed. Ts discussed it is unknown what is causing this, possibly lead to header underinsertion, broken lead, or a ball seal continuity issue. Ts explained that if the respiratory rate trend was turned off, the signal would go away, but would still need to monitor the atrial lead performance. No adverse patient effects were reported.